Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt like the stimulation wasn't vibrating anymore so they didn't think that the ins was working. The caller stated that the patient claimed they needed to see their urologist. It was noted that it had been ¿maybe a year¿ since the patient thought the stimulator wasn't working. No further complications were reported.